Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "blood was drawn for the physical examination client. After the puncture was successful and blood returned, the blood collection was smooth when connected to the first coagulation basket tube. When the second prostate antigen two yellow tube was connected, no blood was drawn out of the tube. There was no redness, swelling and bleeding at the site, and the blood was sucked smoothly after the replacement of the yellow tube, and no harm was caused to the client."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Retention testing was unable to be performed due to retention samples expired on december 31, 2022. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.